Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended increasing the upper limit of the shock impedances. This crt-d and rv lead remain in service. No adverse patient effects were reported.